Event description:
It was reported to boston scientific corporation that a enteral guidewire was used during a procedure. According to the complainant, the site had difficulty withdrawing the guidewire from its sheath and reported that te tip appeared too long. No damage to the guidewire was reported. The procedure was completed wit a second enteral guidewire with no patient complications. On july 9, 2013 investigation results revealed that the core-wire had fractured, making this a reportable event.

Manufacturer narrative:
A visual examination of the returned device revealed indications of tensile overload of the core wire and stretch damage to the outer core wraps with several kinks of varying degrees of severity scattered over the distal 60 cm of the core wire proximal of the fracture and camber over the remainder of the guidewire length. As received, the proximal aspect of the fracture and approximately 25.4 cm of the core wire extended through the stretched coil wraps approximately 41 cm from the distal end. The stretched coil damage began approximately 2.25 cm from the distal tip joint and extended to approximately 28 cm proximal of the core wire penetration of the coil. The coils 0.5 cm to 1.0 cm from the distal tip were stretched to expose the distal aspect of the core wire fracture for characterization. The fracture region showed reduced cross-sectional area and apparent elongation near the fracture faces suggesting ductile, tensile overload 0.3 mm proximal of the distal tip weld mass. No other damage or inconsistencies were noted. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the complaint sample appeared visually and dimensionally correct. The complaint of distal tip incorrect length was not confirmed. The complaint of difficulty advancing was unable to be confirmed. Because except where noted the complaint sample was dimensionally correct and the inspection and analysis of the returned complaint sample showed no evidence of the tip being too long, the root cause for this event is not confirmed.